Event description:
A customer reported an issue with high blood glucose levels, but the exact value was not specified as it only displayed "high". Cause was not known. There was an investigation into potential causes, including site inspection and device functionality, but no dislodgement or air bubble issues were discovered. The infusion set was intact, and insulin was properly stored. Technical support advised them to consult their healthcare provider to discuss blood glucose management. The customer agreed to replace supplies as necessary and to continue insulin therapy.